Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was leaking when using the 18 g x 1 1/2 in. Bd microlance¿ needles. No report of medical intervention or serious injury.

Manufacturer narrative:
Investigation: lot number / product family history. Complaint trending review is not possible to perform since lot number has not been provided. DHR/bhr review - n/a. Unconfirmed: bd was not able to duplicate or confirm the customer's indicated failure mode. Customer reported leakage and coring issue; no samples neither pictures returned to confirm. Root cause: since we were unable to duplicate or confirm your indicated failure modes (coring effect and leakage) because we have not been provided with affected needles and syringes used for reconstitution of antibiotic, and review of DHR could not be performed since lot number is unknown, no root cause related needle manufacturing process was possible to determinate, at this time. The leakage issue could probably be because of a defective luer dimensions or any damage in the syringe, but it could be also related with some insufficient adjustment between of the devices by the user. On the other hand, we are certain that the probability of having some damaged needle causing leaks in our product is very low based on the preventive measures and our stringent sampling inspection plan. In addition, our microlance 3 needles comply with international standard iso 594/1 conical fittings with a 6% (luer) taper for syringes, needles and certain other medical equipment. Related to coring issue, taking into account the preventive measures and controls in place during the cannula manufacturing process, the coring effect is unlikely to be caused by poor or insufficient de-burring process of the cannula. Moreover, the stopper and the technique used to penetrate the vial cannot be excluded to play a role and have some potential implication in the coring effect issues. Since most of the needles have a short bevel like the reported one, the needle should penetrate the stopper at 90ºc to avoid having coring effect.